Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The touch screen display was analyzed and found to the reported issue was confirmed (error 307). The touch screen was installed into xi system where power-up was normal with no errors, but the touch screen did not respond properly during calibration. During visual inspection the unit was observed to be in good physical condition. The probable root cause was attributed to an electrical component failure in touch screen display.

Event description:
It was reported that during a da vinci-assisted urology prostatectomy simple surgical procedure, the surgeon reported non-recoverable fault. A technical service engineer (tse) requested for the surgeon to power cycle the system and it powered on with error 307 on surgeon side console (ssc). Tse requested for the surgeon to power down system and disconnect blue fiber cable from ssc and it successfully powered in single console configuration. The procedure that was started in dual ssc setup was converted to a single ssc procedure due to error fault 307.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced touchscreen computer to resolve the issue. The system was verified and ready to use. Isi has received the touchscreen for evaluation. It was confirmed that the touchscreen did not respond properly at calibration.